Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 36 mg/dl. Customer¿s other blood glucose was 287 mg/dl. Troubleshooting was done for low blood glucose and over delivery. The customer was treated with food. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 100 mg/dl. Suspend on low limit in sensor settings was 75 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was driving. The sensor will not be returned for analysis. Customer do not want troubleshooting for low blood glucose or high blood glucose. The insulin pump will not be returned for analysis.